Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17758672m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1.non-biosense webster, inc. St. Jude medical 8.5 french sheath 2.carto 3 system us catalog #: unknown serial #: unknown manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to the procedure, a small pericardial effusion was detected. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice) and body surface echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required 1 day of extended hospitalization as a result of the adverse event for observation. Patient fully recovered. Factors cited that may have contributed to the adverse event include that the patient had a small pericardial effusion prior to the procedure. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified transseptal needle and a st. Jude medical 8.5 french sheath. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as the physician did not believe the adverse event was related to ablation. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained between 300-350 seconds. There were no shaft proximity interference value alerts. Thermocool smarttouch catheter was in close proximity to another catheter. Thermocool smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on february 12, 2018 which provided an additional concomitant product of lasso / us catalog #: d7l1020rt/ lot #: unknown. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to the procedure, a small pericardial effusion was detected. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice) and body surface echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required 1 day of extended hospitalization as a result of the adverse event for observation. Patient fully recovered. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).